Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, when the sheath was inserted into the heart and aspiration was performed from the side port for flushing, air was aspirated. Air aspiration was performed several times with no resolution. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. Air movement into the patient's body was not identified. No additional venipuncture was performed due to sheath replacement. The included dilator was the only product inserted directly into the hemostasis valve.